Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a set screw with a rounded socket. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device change out procedure, the patient had pauses in their heart rhythm when the new implantable pulse generator (ipg) was used. The device was set to bipolar and was placed in the pocket and still had pauses. There was possible oversensing on the device. At times, a sudden drop in heart rate and asystole were noticed. All measurements were in range through the analyzer and the device. The physician tried manipulating the pocket and leads. They also reattached the leads back into the header and then they noticed there was blood in the grommets. The physician determined that there was an issue with the device header and a different ipg was implanted and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.